Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false reactive architect rhtlv-I/ii results for one patient sample generated on the architect i1000sr analyzer. The following data was provided: initial rhtlv I/ii result = 3.21 s/co; repeat results = 0.25 / 1.52 / 0.21 s/co (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive) . There was no impact to patient management reported.

Manufacturer narrative:
Service reviewed the instrument logs and determined the probe next r (03r85-01) was misaligned on the architect i1000sr, serial number (B)(6). The probe was calibrated, and the issue was resolved. No additional discrepant patient result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect i1000sr did not identify any similar issues for discrepant results described in this complaint. Additionally review of complaint and trending data associated with the probe next r (03r85-01) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any nonconformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect i1000sr for serial (B)(6) or the probe next r were identified. Upon review, updated d4 - primary UDI number: from (B)(4).

Event description:
The customer reported false reactive architect rhtlv-I/ii results for one patient sample generated on the architect i1000sr analyzer. The following data was provided: initial rhtlv I/ii result = 3.21 s/co; repeat results = 0.25 / 1.52 / 0.21 s/co (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive). There was no impact to patient management reported.